Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, it was found that the package was damaged before use. There was a hole on the sterilized packaging. That was found before the package was opened so that the sterilized packaging was not opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.